Event description:
Dr. Performed total hip arthroplasty revision. Right total hip done in 1985. For the past year increased pain in right thigh and hip with radiation to their knee. Night pain and pain with walking with stiffness and limping with prolonged sitting right femoral component loose.